Event description:
The device was implanted in 1999. Reportedly, the pt developed recurrent pain. The surgeon performed a re-operation and found the screw had broken at mid shaft level. The surgeon removed the outer portion and was unable to remove the embedded part in the bone. The hosp has reported the pt's condition is satisfactory.